Event description:
It was reported that balloon had a hole. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, the device was not able to inflate. The device removed and a hole in the balloon was discovered. The procedure was completed with a different device. No patient complications were reported.